Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The onmilink elite device is being filed under a separate medwatch MFR number.

Event description:
It was reported that after using a glidewire to cross the lesion, a 6 x 90 destination sheath was placed and the omnilink elite balloon expandable stent system was then inserted. There was no resistance advancing the stent system through the artery, but when the omnilink elite device was close to the lesion in the subclavian, after the customer pulled negative on the balloon to prep, it was noticed that the stent had moved on the balloon. The device and catheter were removed together from the anatomy as a single unit. Another omnilink elite stent system was used with no further problems. Arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6fr sheath after the interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second proglide was used to achieve hemostasis. There was no significant clinical delay in the procedure due to the device issue. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.